Event description:
It was reported to medtronic neurosurgery that the light cord melted the illumination connection of two neuropen endoscopes and one channel neuroendoscope. According to the report, there was no injury to the pt, but the case was prolonged by 30 to 40 minutes.

Manufacturer narrative:
The center of the illumination connector was burnt and the plastic had melted. The damage precluded functional testing of the device. It was noted that the hospital used an incompatible combination of the light source, the light cable, and endoscopes. The instructions for use that accompany the device caution to "use only a 1 mm light source cable with the high resolution channel neuroendoscope. Any other cable bundle size will overheat and damge the channel neuroendoscope". The instructions for use further caution that "the endoscope should only be connected to a compatible light cable. Other light cables could overheat and damage the illumination connector on the endoscope". A review of the mfg records showed no a anomalies. No injury to the pt was reported.